Event description:
It was reported that the patient has ineffective stimulation due to low and high impedances on their leads. Surgical intervention may be pending to address this issue,

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient's scheduled explant on (B)(6) 2025 was unsuccessful the physician was unable to remove the leads, further surgical intervention may be pending.